Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The representative noticed that the monthly gain calibrations had not been performed by the site in nine months. This caused the poor image quality. The representative performed the calibration and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure, the system was initializing for a long time when turned on for the day, and was restarted over a 45 minute period to boot up properly. During the procedure, the system kept showing a transfer error, but the images still went through to the navigation system. However, the images were very grainy. There was no delay to the procedure. There was no reported impact on patient outcome.